Event description:
It was reported that the patient experienced a decrease in therapeutic benefit at night and was not feeling stimulation sensation following an unrelated medical procedure 1 week earlier for colon cancer. The patient reported soreness at the implantable neurostimulator (ins) site following weight loss. Troubleshooting was done. The ins was turned off. The patient was able to turn the device on. The patient attempted to switch programs, but was not able to navigate to another program using the patient programmer. Stimulation was not felt at 5.2 volts on program 1. The patient was going to contact her physician on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot#: v038042, implanted: (B)(6) 2007; product type: lead, product ID: 3037, serial#: (B)(4); product type: programmer, patient. (B)(4).